Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when performing the dissection of the opening of the anterior neck of the bladder neck of the prostate, the surgeon noticed that the movement of the monopolar curved scissors (mcs) was compromised and when checking after removing the forceps from the cavity, they noticed that the cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.